Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the lighting lens adhesive joint of the duodenovideoscope has peeled off. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the lighting lens adhesive joint of the duodenovideoscope has peeled off. There was no patient involvement.